Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. "Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for the additional lot number is as follows: medical device lot #: 6299942, medical device expiration date: 04/30/2018, returned to manufacturer on: 09/26/2017, device manufacture date: 10/25/2016". Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for underfilling with the incident lot was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that the bd vacutainer® barricor¿ lithium heparin plasman blood collection tubes were underfilling.